Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the instructions were confusing and difficult to understand. The complainant reported that the instructions to "back off syringe to 0.5ml and insert into the inflation port" could be interpreted to mean "pull the plunger back to 0.5ml and insert the air into the port."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the instructions were confusing and difficult to understand. The complainant reported that the instructions to "back off syringe to 0.5ml and insert into the inflation port" could be interpreted to mean "pull the plunger back to 0.5ml and insert the air into the port."